Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and an issue of the pouch being torn was noted. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse identified the flexicap packaging to be damaged. The damage was further described as a hole in the wrapper that looked it was punched in or torn. The damage to the flexicap packaging was identified when the flexicaps were being taken out of the box. There was no patient involvement. No additional information is available.